Event description:
It was reported that over the past two years, this patient's device battery was noted to be exhibiting greater than expected power consumption (150%). Boston scientific technical services was contacted and was unable to confirm whether the device was prematurely depleting, because complete device data was not provided. It was discussed that the patient's ventricular outputs were higher than expected. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The device is expected to be received for analysis, but has not yet been received.

Event description:
It was reported that over the past two years, this patient's device battery was noted to be exhibiting greater than expected power consumption (150%). Boston scientific technical services was contacted and confirmed the device battery was experiencing moderate premature depletion and recommended device replacement within 90 days. It was discussed that the patient's ventricular outputs were higher than expected. It was stated the physician will continue with close remote follow-ups and reassess in three months. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that over the past two years, this patient's device battery was noted to be exhibiting greater than expected power consumption (150%). Boston scientific technical services was contacted and was unable to confirm whether the device was prematurely depleting, because complete device data was not provided. It was discussed that the patient's ventricular outputs were higher than expected. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that over the past two years, this patient's device battery was noted to be exhibiting greater than expected power consumption (150%). Boston scientific technical services was contacted and confirmed the device battery was experiencing moderate premature depletion and recommended device replacement within 90 days. It was discussed that the patient's ventricular outputs were higher than expected. It was stated the physician will continue with close remote follow-ups and reassess in three months. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that over the past two years, this patient's device battery was noted to be exhibiting greater than expected power consumption (150%). Boston scientific technical services (ts) was contacted and was unable to confirm whether the device was prematurely depleting, because complete device data was not provided. It was discussed that the patient's ventricular outputs were higher than expected. It was stated the physician will continue with close remote follow-ups and reassess in three months. Ts was contacted again for a longevity prediction and it was confirmed that 90 days were still remaining from the device battery. At this time, the device remains implanted and no adverse patient effects were reported.